Manufacturer narrative:
The product was not returned for evaluation. (B)(4).

Event description:
Complaint 2 of 3. The doctor then attempted to insert another 8 fr. 50 cc mega catheter with the same result - inches inside the sheath, the balloon met resistance by flaring up preventing further insertion.